Event description:
It was reported that a thalaset needle broke off into the patient and remained in situ. "Thalaset was removed after 32 hours when the patient died." No more information available. The therapy and which drug the patient used is unknown. Cause of death requested.

Manufacturer narrative:
This incident took place in norway. No more information available. The therapy and which drug the patient used is unknown. Cause of death requested. A follow-up or final report will be submitted no later than (B)(4) 2015.